Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was implanted with accepted high thresholds. Approximately, eleven months after implant, the leadless ipg was inactivated due to high thresholds and premature battery depletion. The leadless ipg remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the leadless ipg was explanted and replaced.